Event description:
The customer was admitted to the hosptial for low bgs, congestive heart failure, and fluid in the lungs. It was stated that the customer has been comatose for almost sixteen days. The customer still was not able to speak. The doctor believed that the infusion set was inserted into the vein. However, there was no bleeding and it was inserted four inches from the navel. Caller did not have the pump at the time of call. Advised the contact to call back to troubleshoot the pump.